Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers h11c15082, h11b20027 and h11a07059 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and fibrin in the pd bags. Treatment information was not reported. The patient was not hospitalized and was recovering from the event. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not provided.